Event description:
Same case as 2134265-2008-03042. It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. The vessel and lesion characteristics are unk. During platforming of a 1.5 mm rotalink burr outside of the pt, the floppy ptw guide wire fractured. The rotalink and rotawire were exchanged for another of the same and the procedure was completed. The event occurred during prep, thus no pt contact, no pt injury or complications were reported. The pt's condition was reported as "no problem".